Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed through a physical examination. As a result, the device was explanted without replacement on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 26, 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation some anomalies were observed on the anterior and posterior view of the device consistent with a crease/fold. During the visual evaluation of the device, an area of shell abrasion was observed within one of the creases on the anterior view. The evaluation was limited to non-destructive testing. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).